Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found burnt power connector. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.

Manufacturer narrative:
The manufacturer previously reported that the device was sent to a third-party service center for investigation. During evaluation, the third-party service center found burnt power connector. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded. At this time, a remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of burnt power connector. Additionally, the service technician also noted dust contamination, and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was repaired by the service center after the evaluation was completed. In this report box b and box h has been corrected/updated.

Manufacturer narrative:
The manufacturer previously reported information that a device was sent to a third-party service center for investigation. During evaluation, the third-party service center found burnt power connector. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded. The previous report had incorrect information on " product brand name" .the information has been reviewed and updated to reflect the correct device details.